Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having trouble with performing the prime process. It was stated that the act button cannot be pressed to perform fill cannula; the esc button can be pressed and customer was able to deliver a bolus of 0.1 units as fill cannula option. The fill cannula option can be accessed separately. It was also reported that the buttons might feel a little stiff. Customer was instructed to remove the battery for 11 minutes and was assisted with rewind, fill tubing and fill cannula. Blood glucose value is 6 mmol/l. Nothing further reported.